Manufacturer narrative:
Correction: this report is to retract 2017865-2021-34828, submitted on 26 oct 2021. This report was erroneously submitted, there was no complaint on the implantable cardioverter-defibrillator.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited high defibrillation impedance. No programming changes were made. The patient was stable throughout and will continue to be monitored.